Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of an extension set with one-link needle-free lv connector that connects to the angiocath would not fit. It appeared that the end tip of the extension set was not round and was slightly oval. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.